Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an infection. The implantable cardioverter defibrillator was explanted on (B)(6) 2019 and a temporary lead was implanted until the infection cleared; the patient was also administered antibiotics. The patient was in stable condition. A new system was implanted on the right side on (B)(6) 2019. The patient tolerated the procedure well and did not experience any symptoms.

Manufacturer narrative:
Analysis was normal. No anomalies were found.